Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. It was reported to manufacturer that the vns patient presented at the ER on (B) (6) 2004 with severe neck pain with stimulation of the vns device. Both normal mode and system diagnostic tests were performed on that date, and revealed normal device function. The ER physician decreased the pulse width setting from 500usec to 250usec, and the pain improved.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.